Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum "leaked from top of septum after used for 3 days.¿ there was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd q-syte¿ luer access split septum "leaked from top of septum after used for 3 days.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: received a total of 2 q-syte units within open packages from lot number 7209840. DHR review: 7191961 ¿ a total of 180,000 units were built on qfa line 2, from july 17, 2017 thru july 20, 2017. 7191967 ¿ a total of 180,000 units were built on qfa line 3, from july 18, 2017 thru july 20, 2017. 7191960 ¿ a total of 180,000 units were built on qfa line 2, from july 16, 2017 thru july 17, 2016. Review of the dhrs revealed all challenge, set-up and in-process samples were performed per quality control plan and all passed per specifications. No quality related issues were found. Visual/microscopic examination: o unit 1- ¿ damage (tear) was observed on the slit of the septum top disk ¿ no other damage was found on any of the remainder components of the q-syte assembly o unit 2- ¿ damage (tears) was observed on the slit of the septum top disk ¿ damage (tears) was observed on the column wall ¿ no damage was observed on the septum bottom disk (dissected for evaluation) water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte units: ¿ unit 1 - no leakage was observed on either the actuated or the unactuated positions unit 2 ¿ no leakage was observed when tested on the unactuated position. Leakage was observed when the unit was tested on the actuated position. The source of the leakage was the tear of the column wall leaking through the vent hole. A definite source that caused damage to the column tear (unit 2); which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.